Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s caregiver reported via phone call that the customer¿s insulin pump received a replace battery now alarm and has gone through seven batteries. The pump then had a blank display. The customer¿s blood glucose was unknown. During blank display troubleshooting, the display did not return. She was advised to leave the battery out of the pump for two hours and to call back if the pump¿s screen was still blank. The caregiver called back after pump rest. The display is still blank. It was advised that insulin pump would need to be replaced. The pump will be returning for analysis.